Manufacturer narrative:
No tears or leaks were found in the fluid path. No problems were found with the pod during the investigation that would cause fluid leaking during wear. The exposed portion of the soft cannula was observed to be bent kinked. It could not be determined when or how the observed damage was sustained.

Manufacturer narrative:
No tears or leaks were found in the fluid path. No problems were found with the pod during the investigation that would cause fluid leaking during wear. The exposed portion of the soft cannula was observed to be bent kinked. It could not be determined when or how the observed damage was sustained. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: unavailable. Omnipod software app version: unavailable. Smartphone operating system: unavailable. Smartphone hardware: unavailable. Cgm sensor type: unavailable. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their blood glucose (bg) level reached 27 mmol/l (486 mg/dl), while wearing the pod between 5 and 24 hours. They reported the pod leaked insulin. The patient was able to resume treatment by applying a new pod.